Manufacturer narrative:
Placement signal issue: since neither product nor data logs were returned for investigation, the cause of the placement signal issue could not be determined.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
B5 updated with additional information.

Event description:
Yes, the pump has been explanted and is currently undergoing the internal pathology process. It will be available for return and investigation once pathology clears it for retrieval. The patient underwent heart transplant.

Manufacturer narrative:
Added: d3, d9 corrected: d1, d4(serial), h3 placement signal issue: based on the signatures noted in data log review, the cause of the placement signal issue was determined to be sensor wear. The first indication of the failure was noted 48.6 days into support, which is within the design life of the product, per dtm 0550-9900. Therefore, the sensor wear was due to a component failure.

Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced placement signal low alarms during support. It was reported that on day 18 of support, there were alarms for placement signal low. A formal echocardiogram was performed, and the position was determined to be adequate. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. At the time of writing this report, the patient remains on impella 5.5 support.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.